Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and unable to be recovered the customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to stay closed. A field service engineer (fse) replaced a new inseparable, missing mounting latch screws and the slide bumpers 2.1 2.2 & 5. The system functioned as intended after the field service engineer repaired the device.